Manufacturer narrative:
(B) (4)

Event description:
It was reported that post operative readings were between 50 - 150 ohms. The bipolar combination of contacts 9 & 11 showed very low impedances of 32 ohms. All other combinations were normal. Impedances were to be rechecked at the initial programming session. The patient experienced no injury. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.